Manufacturer narrative:
Eval method: other = no analysis could be performed with no product return; device history reviewed. Results: other = review of the device history found the device met specifications for product released to distribution. Analysis: the product has been retained by the hosp and will not be released to medtronic for analysis. Without product, our analysis is limited to the device history review which shows that the product met MFR's specifications when released for distribution. Investigation reveals that the account performs very few ECMO cases, perhaps as few as 1-2 per yr. Info received from a rn, ECMO team member at the facility indicated that in their opinion, the event was not related to product malfunction. Clotting early in the case or prior to pt contact would typically be related to case specific operative conditions. Conclusion: without product return, no conclusion can be drawn for the reported event. The pt was removed from ECMO support and is on conventional ventilation at the time of this report. Note: this event reported issues with four similar devices. Separate reports will be filed referencing the same user report number.